Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a broken channel screen. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a broken channel screen was confirmed by baxter personnel during product evaluation. An assignable root cause could not be identified. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, the root cause was assigned to damaged phm display. Baxter will continue to monitor similar reports to determine if further actions are required.